Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing sound quality issues. A review of the recipient's test data indicated impedance issues. Programming adjustments made, however, the issue did not resolve. Revision surgery under consideration.